Event description:
It was reported that a malfunction alarm occurred due to a momentary power loss to the vibrator motor with malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer planned to use multiple daily injections (mdi) as a backup therapy and was instructed by technical support to put the pump into storage mode and return it using a pre-paid label. The customer acknowledged understanding these instructions.